Manufacturer narrative:
A supplemental report is being submitted for additional information was received. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized and thrombus was confirmed. Anti thrombosis therapy was initiated immediately and the power consumption decreased.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt and low flow alarms. Also, the patient reported "a vibration coming from within the vad" which raised concerns about potential pump thrombosis. Many diagnostic lab tests were checked and an elevated lactate dehydrogenase level was noted in diagnostic tests. The patient was compliant with anticoagulation therapy, though the therapeutic level was unknown. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flows within the analyzed period and one (1) low flow alarm logged on (B)(6) 2025. This was followed by an increase in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters above normal operating range, and ninety-one (91) high watt alarms logged since (B)(6) 2025. As a result, the reported low flow and high-power events were confirmed. The reported thrombus and pump vibration events could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that anti thrombus therapy was administered. Based on the available information, the device may have caused or contributed to the reported events. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, the reported vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller I mbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.